Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. The implantable cardiac monitor was difficult to interrogate and telemetry could not be established despite using multiple programmers. Connection was eventually established. No device intervention was performed and the patient will be monitored. The patient had no reported symptoms.